Manufacturer narrative:
Device evaluation summary: device evaluation of charger sn (B)(4) has been completed. The reported problem (battery charger problem, battery won't charge) has been confirmed. As received, the charger was resetting and unable to charge a battery. Upon evaluation, the charger exhibited a failure at pld component u1003 and pxa component u104 on the ca board and transistor q1 was shorted on the bedside board. The cause of the failure was isolated to the shorted q1 and defective u104 and u1003 components. Root cause investigation including destructive testing is underway on devices exhibiting similar pld and pxa failure modes. See (B)(4). The root cause of the shorted q1 transistor was unable to be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was unable to charge a patient's battery pack.